Event description:
The report stated that 4 days after a colon laparoscopy with segmental resection of the transverse colon the female patient suffered peritonitis and septic shock. No major incidents were observed during the surgical operation. The patient was re-operated on and an acute perforation of the first jejunal loop was discovered. This perforation was cleaned and sutured. The patient did not overcome the sceptical shock presenting multi-organic failure in the following days, and passed away.

Manufacturer narrative:
The site reported that they reviewed the video of the original surgery and the small intestine proximal to the area of the surgery was not manipulated at all. The video also showed that all seals made with the ligasure vessel sealing system were a minimum of 1-2 centimeters from the small intestine. See attached memorandum for additional information on the thermal spread of the ligasure atlas device in use. The incident device has been discarded and is not available for evaluation.